Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a cracked housing. Customer's complaint of error code 1720 was verified. The event log was unable to be downloaded. The backup capacitor will be replaced in service. Use testing was performed. The problem source is the faulty backup capacitor.

Event description:
Information was received that the cadd legacy pump had error code 1720. No reported adverse effects.